Event description:
It was reported that the arctic sun device assessed due to alert 113(reduced water temp control). They have asked for the data files so that they can determine the nature of the alert and determine root cause. They stated that would email the files to me.

Manufacturer narrative:
The reported issue was confirmed. Device was not returned for evaluation. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be a faulty mixing pump. However, there was insufficient information to confirm this potential root cause. It was noted that the arctic sun device assessed due to alert 113(reduced water temp control). They have asked for the data files so that they can determine the nature of the alert and determine root cause. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device assessed due to alert 113 (reduced water temp control). They have asked for the data files so that they can determine the nature of the alert and determine root cause. They stated that would email the files.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.